Event description:
It was reported that the health care professional (hcp) called technical services (ts) due to concerns of this pacemaker battery exhibiting premature battery depletion (pbd) due to battery longevity calculations had dropped from 3.5 years to 2.5 years in about seven months. A request was made to have data from this device analyzed. Ts analyzed the battery power consumptions and concluded that the pacemaker power consumptions were stable, and battery appears to be decreasing normally. Ts also reviewed the presenting electrogram (egm) and observed there to be loss of capture (loc) on the right ventricular (rv) lead. Ts also noted that the right ventricular auto threshold (rvat) tests were in suspension due to the loc. Ts noted that the change in battery longevity may be due to an increase in threshold outputs. Ts recommended for the patient to be brought in for further evaluation. Additionally, during a subsequent clinic visit, the rv lead was confirmed to exhibit high pacing thresholds and patient had intermittent premature ventricular contraction (pvc). It was noted that the rv lead is a non-boston scientific lead. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. This pacemaker and non-boston scientific rv lead remain in service.